Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and mesh was used. On (B)(6) 2010 the american medical systems monarc subfascial hammock was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterovaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent a total vaginal hysterectomy, bilateral salpingo-oophorectomy, monarc midureteral cystic ring and mesh repair on (B)(6) 2010 due to uterine prolapse, simple hyperplasia with atypical stress urinary incontinence and mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.